Manufacturer narrative:
Device evaluation summary: belt sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal. During the transition to the 5hz signal, verification of the tactile vibration alarm and testing of the pulse delivery circuitry was completed successfully. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulses. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. The monitor sn (B)(4) was returned to zmc for evaluation. The monitor evaluation is still underway. An initial device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. The investigation into the event concludes that there was no device malfunction that caused or contributed to the inappropriate treatments. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock was improper response button use (patient pressed the response buttons earlier in the detection sequence and not immediately prior to shock delivery). The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection as nsvt exceeding the programmed rate threshold. The rapid rate satisfied the rate detector of the detection algorithm.. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of 14 treatment shocks. It was reported that the patient was at a skilled nursing facility at the time of the event. Review of the event indicates that the patient received 14 inappropriate treatments between 06:22:52 and 7:03:31 am. Frequent nsvt contributed to the false detections. The response buttons were pressed intermittently throughout the event, but not immediately prior to any treatments. The response buttons functioned appropriately. The patient was transported to the hospital for evaluation following the event. The patient ended use of the lifevest.